Manufacturer narrative:
Vascular complications are well known and documented adverse reactions as part of hyaluronic acid-based dermal fillers injections. They are related to the accidental injection of the product inside or close to a blood vessel leading to an occlusion or a compression and blocking the blood flow, generally refered to as vascular complication. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of vascular complication and skin necrosis are mentioned in the product labelling.

Event description:
This event happened outside of the us, in (B)(6). According to the received information, the patient has been injected with teosyal rha 3 in the lips on the (B)(6). Immediately the patient experienced the symptoms of an embolism of the injected area. The patient was seen by a medical expert the same day, who injected her hyaluronidase. This expert continued to monitor the patient and according to the latest information received on (B)(6), she is doing well and will not suffer any sequelae.